Event description:
Hyperbaric ventilator was being used in conjunction with a hyperbaric chamber to provide hbo therapy to the pt. Towards the end of treatment, the o2 bottle was changed which supplied the vent. The timing and volume functions immediately started fluctuating with a loud hissing noise. The 1/8" internal supply tubing was leaking. On return to the factory it was determined the tubing was disconnected which would result in a fail to cycle condition.